Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that they can still see crowding in their upper front teeth. The patient also said that they noticed their lower gums receding, which was not an issue before they started this treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.